Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The ipg battery was recovered and charged normally with lab equipment. Normal communication between the ipg and a lab patient programmer (ppg) was observed. An attempt to perform autotest on the ipg was unsuccessful. The ipg failed during the autotest startup step due to the micro-controller (u1) issuing a rom checksum failure. Autotest could not be performed due the checksum failure. The checksum failure only occurred during attempts to autotest the ipg. It is unknown as to what caused the micro-controller (u1) to issue a rom checksum failure. Since autotest was unsuccessful, manual testing of the ipg was performed. The ipg functioned normally during manual testing and stimulation output monitoring.

Event description:
It was reported that the patient's ipg became inoperable and was unable to be charged. As a result, the patient underwent surgical intervention during which the ipg was explanted.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.